Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not performed essure confirmation test". On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coil). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. On 9-sep-2019: plaintiff fact sheet received- event injury to herself was updated with event migration. Reporter and patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.